Event description:
A malfunction was reported with the code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was able to continue using the pump and understood the instructions to call back if the issue happened again.